Manufacturer narrative:
Analysis of the catheter passer revealed the obturator was broken in two (3 centimeters from the tip).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having an st neurosurgery-strata valve with ares antibiotic impregnated catheters implanted. During a surgery for a ventricular peritoneal shunt on (B)(6) 2015, the healthcare provider (hcp) was using a catheter passer to implant a small catheter. The hcp sutured the catheter to the catheter passer and, while attempting to move the catheter from the frontal end to the neck, the catheter passer got stuck. The hcp began to force and push the catheter passer through the area it was stuck in and broke the inner plastic portion of the catheter passer. It was further reported that this incident was caused by the hcp¿s forcing the internal plastic inside of the passer. The hcp stated ¿that was my fault¿. There was no injury to the patient and no delay in surgery. The procedure was completed successfully. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_obturator_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.